Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed as the device displayed an e117 which is attributed to a defective/faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer visera 4k ultra high-definition camera control unit was ¿displaying error message (e117) once the machine was switch on. Even after turning on/off the machine a few times, problem remains. The problem was found during procedure. The customer switched to another system to proceed with the procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿error code e117 was displayed when the power was turned on¿ has occurred due to a printed circuit board failure. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.